Manufacturer narrative:
The hardware investigation of the returned interface cable found that the reported event was related to an electrical issue. The cable did not pass bench level testing. The cable did not pass continuity test, open between pin 6 on lemo connector and pin 2 on connector j8. Gbit test passed and the 100t test passed. The cable passed visual inspection. Both gbit an 100t testing (cat 6 cables) was performed using a cable validator-nt900. The reported event was confirmed.

Manufacturer narrative:
On (B)(6) 2016, a medtronic representative went to the site to test the equipment. The umbilical cable was found to have a broken network wire and power cable, and the imaging system was not charging or powering on. The umbilical cable was replaced. The batteries were charged for three hours. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that the image acquisition system (ias) was not receiving charge from the mobile view station (mvs). During trouble-shooting, the mvs had line power and booted up normally, but the ias no longer had any battery power and would not power on. No patient was present during this event, so no patient demographics are applicable.